Event description:
It was reported that the a42011a had a damaged ceramic head. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ceramic head is damaged is caused by a component failure of the ceramic head (insulation beak). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to previously submitted information. Corrected fields: b5, d2a, g4 - PMA/510(k) #. Updated h2, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the resection sheath had a damage ceramic head. The issue was found during inspection for use. There were no reports of patient harm.